Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The evaluation has not yet began or has not been completed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic procedure, the 4k camera head had no picture and no connection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center confirmed the user's event and a e224 error which occurred due to a faulty cable. In addition, the device evaluation found a faded label on the rear cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.